Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located on the lcd window (physical damage of the screen) found on 10/6/2021. The pump powered up after battery installation and displayed a flashing medtronic logo. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or download history files and traces using thump due to flashing medtronic logo. The pump was cut open to perform visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, or force sensor. Swapped a test pcba 1 and the flashing logo persist. Swapped a test pcba 2 out and the pump powered up properly. Flashing medtronic logo after power on, fault isolated to pcba 2. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: minor scratched lcd window, scratched case, and pillowing keypad overlay. Cosmetic damage on the lcd window (minor scratches) is confirmed. Flashing medtronic logo after power on and unable to download are confirmed, isolated to pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the screen of insulin pump was damaged. No harm was required during medical intervention. The customer will discontinue use of the devise.